Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Patient, device, and conclusion codes are unable to be selected, esubmitter has been notified. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar event. See MDR 1118880-2017-00077. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the inner part of the destination could not be fixed to the outer part because of deformation of the valve. It was reported that there was no patient involved.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.